Manufacturer narrative:
Analysis of the lead (B)(4) found the end of the polypropylene suture was pinched and broken due to overstress or damage.

Event description:
It was reported that the 5 millimeter clip applier cut the ski needle suture on the lead during a surgical procedure. There was lead breakage, the device wasn¿t used in the patient, and the patient recovered without sequela. It was additionally reported that the product was defective. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.